Event description:
(B)(4). This device case, which does not include an adverse event, reported by an unspecified reporter who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, the patient's humapen memoir was reported to have a broken thread. The humapen memoir was returned to the manufacturer (B)(6) 2011, and upon inspection missing segments in the dose number display were noted. The user and the user's training status was not provided. The duration of use was not provided. The pen was returned to the manufacturer.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary an anonymous reporter indicated that the humapen memoir device had broken thread of the pen. A detailed investigation of the returned device (batch 0910c02, manufactured october 2010) confirmed the malfunction, which renders the device unusable. The investigation also found missing segments in the dose numbers and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted until these improvements have been implemented. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by an unspecified reporter who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for treatment of an unspecified indication. On (B)(6) 2011, the patient's humapen memoir was reported to have a broken thread. The humapen memoir was returned to the manufacturer (B)(6) 2011, and upon inspection missing segments in the dose number display were noted. The user and the user's training status was not provided. The duration of use was not provided. The pen was returned to the manufacturer. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.